Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient's wife stated the patient experienced a seizure and the cgm was displaying 77mg/dl. It was indicated that the emergency medical services (ems) transported the patient to the hospital and checked the patient's blood sugar and the bg meter showed that patient at 24mg/dl. It is unknown if the patient received treatment. No additional patient or event information is available.